Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain and subluxation. The surgeon decided to remove her primary knee and replace with a more constrained knee prosthesis. The surgeon removed the original components and replaced with attune revision implants with sleeve and stems. No one mentioned a problem with the original implants but did notice the poly looked worn on the posterior side both medial and lateral sides. They were able to recover component sizes but the hospital buys their own cement so they do not know the manufacturer. Doi: (B)(6) 2013 dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.